Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent paroxysmal atrial fibrillation (paf) ablation procedure with a preface® guiding sheath with multipurpose curve where hemostatic valve was damaged. During ablation, 2 hours since the procedure was started. The hemostatic valve of the preface was damaged when thermocool smart touch sf catheter was pulled out from the preface® guiding sheath with multipurpose curve during paf ablation. The physician said it might have been caused by pulling out the stsf deflection without straightening it. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed. Conservatively reporting as hemostatic valve detachment.

Manufacturer narrative:
It was reported that a patient underwent paroxysmal atrial fibrillation (paf) ablation procedure with a preface® guiding sheath with multipurpose curve where hemostatic valve was damaged. Device evaluation details: the device evaluation has been completed. A non-sterile preface® guiding sheath with multipurpose curve cannula sheath was received for analysis inside a plastic bag. The cap, along with the hemostasis valve of the unit, were missing (detached from the molded hub, not returned for analysis). Per visual analysis, neither crack, broken, damage or improper molding was found on the hub /hub thread of the unit. No anomalies observed. Per dimensional analysis, the cannula hub thread outer diameter (od) was measured against drawing and the result was found within specification. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The event reported by the customer as ¿hemostasis valve/hub-damaged - during use¿ was confirmed due to the cap and hemostasis valve were observed detached (not returned for analysis) from the hub of the unit. However, per visual analysis, neither damages nor improper molding could be observed on the molded hub/ hub thread of the unit. Additionally, per dimensional analysis, the cannula hub thread od was measured and found within specifications. Handling process and /or procedural factors may contribute to the cap and hemostasis valve detached condition found. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9/21/020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.  Manufacturer's ref. # (B)(4).